Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).refer to medwatch 2032227-2016-50400

Event description:
The customer reported via telephone call that the blood glucose ran high to 598 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.